Event description:
It was reported that during a laparoscopic anterior resection procedure a trocar was used as a working port. Many 5mm instruments, small gauzes and 12mm endo cutter passed through the trocar in the surgery. A duck bill valve would not hold in position separate the trocar after a rectum transection by the endocutter. Another new instrument was used to continue the surgery. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/18/2007. Information anticipated, but unavailable at this time.